Manufacturer narrative:
An event for patient effects of stroke, respiratory insufficiency, renal failure, hypotension, pulmonary edema, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported stroke/cva could be related to multiple recapture attempts during the procedure and/or comorbidities and medical history. The reported death appears to be related to respiratory failure (insufficiency). The reported respiratory insufficiency can lead to pulmonary edema accompanied by acute renal failure and causing hypotension could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received. Same day post procedure, delayed awakening and right upper limb paralysis were observed. An MRI was performed and a new acute cerebral infarction was diagnosed. Since patient had history of hypothyroidism, myxedema coma was suspected, and hydrocortisone 100 mg was administered every 8 hours, along with thyroxine 100 g via a gastric tube. At an unknown point post procedure, the patient was cardioverted for the pre-existing atrial fibrillation.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor transcatheter aortic valve (serial: (B)(6) was chosen for implantation utilizing a small flexnav delivery system (lot: 10386009]). Patient was placed on cardiopulmonary bypass. During positioning, the navitor repeatedly dived towards the ventricle making it difficult to place at appropriate depth. Four recaptures were performed before the device was removed and replaced with a new 23mm navitor (serial: (B)(6) and small flexnav delivery system (lot: 10386009). The valve was implanted successfully after one recapture and the patient was reported to be stable. There was no reported clinically significant delay or patient effects. Post procedure, delayed awakening and right upper limb paralysis were observed. An MRI was performed and a new acute cerebral infarction was diagnosed. Since patient had history of hypothyroidism, myxedema coma was suspected, and hydrocortisone 100 mg was administered every 8 hours, along with thyroxine 100 g via a gastric tube. On (B)(6), pulmonary infiltration was observed, which subsequently worsened. On the night of (B)(6), the respiratory condition deteriorated, and CT showed findings of pulmonary edema leading to acute respiratory distress syndrome (ards), accompanied by acute renal failure. Subsequently, blood pressure dropped, and patient died on (B)(6).

Manufacturer narrative:
Correction: h1 type of reportable event: the previous supplemental report (2135147-2025-01780-01) incorrectly was selected as serious injury. This was incorrect as there was no change in the reportability from the initial death report (2135147-2025-01780).